Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was delivering too much insulin and they were in the hospital due to it. No further details provided about their hospital visit. Insulin pump alerted lot of no delivery alarm. Buttons were harder to push as well as made clicking sound. The insulin pump and reservoir will not be returned for analysis.